Event description:
Caller reported a malfunction alarm on the pump labeled as malf 12, which had occurred at least three times before. Blood glucose level remained below 500 mg/dl, indicating no adverse impact. Customer continued to use the pump for insulin therapy.